Event description:
It was reported that the guidewire broke off and was very difficult to retrieve from the pt. Per receipt of the sample, it was broken in two pieces and was bent.

Manufacturer narrative:
Investigation has not yet been completed. When investigation is complete, a supplemental MDR follow up will be filed.